Manufacturer narrative:
A ge service representative performed an onsite investigation. Both the system hard disk drive and the cine disk drive were evaluated and reformatted. The software and configuration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.